Manufacturer narrative:
The device was received by the manufacturer on 23 dec 2009. It was confirmed that the label on the outer package identified the device as an exxcel soft standard wall eptfe vascular graft, however, the label on the inner blisters identified the device as an exxcel soft thin wall graft. The interior label correctly identified the product as a thin wall vascular graft and the printed code on the outer carton label indicates a thin wall graft. The probable root cause of the event is likely that at the time of printing, the operator selected pre-printed label stock for standard wall eptfe vascular grafts instead of thin wall eptfe vascular grafts. A product inquiry report (pir) and a CAPA were created to track the investigation through the CAPA process. The device history records (DHR) were reviewed as required. All manufacturing and quality assurance testing was carried out in accordance with applicable quality procedures. (B) (4)

Event description:
It was reported that while unpacking an exxcel device, it was noticed that the label on the outer carton identified the device as an exxcel soft standard wall eptfe vascular graft, however, the label on the inner blisters identify the device as an exxcel soft thin wall graft.